Event description:
It was reported that a spectrum iq pump had an undetected upstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: the device malfunction would not lead to a death or serious injury if the malfunction were to recur since the facility biomedical engineer tested the device and found that it passed all clinical tests, upstream occlusion detection was included in the testing, and therefore determined no malfunction of the device.